Event description:
Aorta was clamped then handle broke off the clamp within 5 minutes of application. No pt harm. We filed a medwatch on the aortic clamp (report number: (B)(4)) in (B)(6) 2017 where clamp broke and heads scattered.